Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the front panel soft keys are damaged. There was no reported patient involvement.

Event description:
The customer contacted philips healthcare to report that the front panel soft keys are damaged. It was reported that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported.